Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified de novo mid left anterior descending artery that was 99% stenosed. A 3x12mm trek balloon failed to cross due to anatomy. During withdrawal, resistance was also met with anatomy. Another non-abbott balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.